Event description:
It was reported while using bd nexiva that the catheter is defective. The following information was provided by the initial reporter: called today reporting a defective IV nexiva catheter.

Manufacturer narrative:
The date received by manufacturer has been used for this field. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.  Our business team regularly reviews the collected data for identification of emerging trends. Root cause is undetermined. Medical device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).